Event description:
User received instrument alarms and upon inspection noted the f3 fuse had blown. User replaced fuse, powered up the instrument and during instrument initialization received the same instrument alarms. User inspected the fuses again and stated "fuse f3 began to spark and there was a burning smell". User powered the instrument off and said their maintenance department removed the fuse and it was obviously blown. No patients affected, and operator was not harmed. The field service representative determined cause was electronic failure of cooling unit. He replaced cooling unit and power control pcb due to melted fuse holder. To verify analyzer performance, he initialized analyzer and ran controls with no errors.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking from the universal seal. During the procedure they were putting saline in the seal to see where the leak was coming from. Pneumo was set at 15 and a consistent flow rates of 8.5-11.5. Leakage occurred while using 5mm instruments with and without instrument torquing. One sleeve w/o optiview and four sleeves w/ optiview had excess leakage. The case was completed with the trocars. There was no patient consequence. (B)(6).

Manufacturer narrative:
Further investigation confirmed the cause was electronic failure of the cooling unit. A service bulletin has been issued to recomment installation of the "kit update power box" if frequent f3 fuse blows occur.